Manufacturer narrative:
Evaluation: results: allergic reaction.

Event description:
An endeavor sprint rx of unk length and diameter was implanted in a patient's lad, it is reported that two bare metal stents of unk size and brand were implanted 3 or 4 weeks prior to implant of the endeavor stent. It is reported that the patient developed angioedema and hives. Chest pain was also reported. The physician stated that the patient may be allergic to the endeavor stent. It is reported that the patient is improving.